Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the large amount of liquid immersion in the endoscope, with black water (molybdenum) flowing out: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had large amount of liquid immersion in the endoscope, with black water (molybdenum) flowing out. There was no patient involvement.